Event description:
While reporting issues with sensor errors, the customer reported that during her last pregnancy, she ended up giving birth prematurely due to diabetic ketoacidosis. No further information regarding the event was provided. Blood glucose level at the time of the call was not provided. No further information as provided.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.